Manufacturer narrative:
The insulin pump had unresponsive button due to corroded keypad trace. No button error alarms occurred. Device had cracked all corners of display window, cracked reservoir tube, broken reservoir lip, broken battery tube threads and scratched display window.

Event description:
Customer's mother reported via phone call that the customer experienced high glucose over 400 mg/dl, which was treated with manual injection. Mother also reported that the buttons on the insulin were not responding. The customer was not present at the time of the call to troubleshoot the device. The customer called the next day and reported that the insulin pump alarmed button error. Blood glucose value at the time of event was 118 mg/dl. The customer stated that he was sleeping one night a few months ago and when he woke up, the up button was unresponsive. Customer was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.